Event description:
Per provider the capacitor has a short circuit. Per the independent repair center statement the unit will not work. The key failure was the capacitor would not start. Notes that the capacitor be replaced.